Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device: qrb.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties. The device was retained by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well. The patient's device was successfully programmed, and the patient recovered well postoperatively.